Event description:
During a ptca/stenting treatment procedure, the maverick2 monorail 20/3.0mm balloon ruptured at 6 atms on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was 90% stenotic lesion in the mid lad coronary artery. The physician used a terumo introducer sheath for vascular access and an acs guidewire and a terumo guide catheter to cross the lesion. The maverick2 monorail 20/3.0 mm balloon was being used to predilate the lesion for placement of a driver stent. The maverick2 monorail 20/3.0 mm balloon was removed and replaced with another maverick2 monorail balloon to successfully complete the lesion predilatation. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.